Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the home choice cassette was unable to disconnect from the peritoneal dialysis (pd) transfer set. The patient ended up using plyers to disconnect, but only used the plyers on the cassette patient line portion. After disconnecting they noticed the dark blue connector came loose (not completely apart) from the light blue main body. This occurred after pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.